Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The three embolization coils were intact with their pusher assemblies. The embolization coil winds were offset on the third smart coil evaluated. Conclusions: evaluation of the first, second, and third smart coil revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be experienced as the embolization coil may began to take shape inside the hub of the microcatheter. Then if the device is attempted to be further advanced, damage such as offset coil winds may occur. The first evaluated smart coil was attempted to be advanced through the demonstration microcatheter; while attempting to advance the smart coil through the demonstration microcatheter; resistance was experienced due to the offset coil winds and the smart coil could not be advanced out of its introducer sheath and through the demonstration microcatheter. The offset coil winds likely contributed to the resistance experienced during the procedure and prevent the smart coil from being advanced any further. The second and third smart coils were attempted to be advanced through a demonstration microcatheter. While attempting to advance both of the smart coils through the demonstration microcatheter; resistance was experienced as the offset coil winds begun to bunch up inside the hub of the demonstration microcatheter. The smart coils could not be advanced any further. The offset coil winds likely contributed to the resistance experienced during the procedure and prevented the coil from being advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02001, 3005168196-2017-02002.

Event description:
The patient was undergoing coil embolization procedure to treat a cavernous sinus (cs) dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician placed a smart coil in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance after advancing the smart coil a few centimeters pass the hub of the microcatheter; therefore, it was removed. It was reported that the same issue occurred with the next smart coil; therefore, it was removed as well. After that, the physician successfully placed four other smart coils in the target vessel using the same microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance at the same position as with the previous two smart coils that were removed. Therefore, the smart coil was removed and the procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.